Manufacturer narrative:
The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping during device preparation. It was reported during preparation of a clip delivery system (cds 00609u151), the clip jumped open when unlocked. The clip was re-closed and re-locked, but the clip would still jump open. The device was not used and there was no patient involvement. There was no clinically significant delay to the intended procedure.

Manufacturer narrative:
All available information was investigated, and the reported issue of clip jumping could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported clip jumping could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.